Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the third cycle on the home choice (hc) while the home patient (hp) was connected. The hp stated they had turned the hc off and disconnected from the patient line. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the hp to start over with all new supplies or performed therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.